Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 30 mg/dl to 40 mg/dl. The customer treated with sweet tea with spaghetti and garlic bread. The customer stated that he was a brittle diabetic. The customer also had low reading of 20+ mg/dl. The insulin pump will not be returned for analysis.